Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms on both the right atrial (ra) lead and right ventricular (rv) lead channels. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms on both the right atrial (ra) lead and right ventricular (rv) lead channels. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system also exhibited noise oversensing as well as high pacing thresholds on both channels as well as a signal artifact monitor episode. The physician opted to explant and replace this system. No additional adverse patient effects were reported. This system has not been returned.